Manufacturer narrative:
Additional information was received on february 7, 2023. In addition to the capsular contracture reported initially, the patient also experienced inflammation, back pain, and neck pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female who underwent primary breast reconstruction with a 275cc mentor memorygel breast implant (left) and a 225cc mentor memorygel breast implant (right) experienced bilateral baker grade iii capsular contracture and left sided rupture post procedure. As a result, capsulectomies and removal without replacement was performed on (B)(6) 2022. The rupture was discovered during explant. See 1645337-2023-00414 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 12, 2023. The investigation of the returned device was completed by the failure analysis lab on january 16, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear extended from the anterior aspect to the posterior aspect measuring approximately 8.4 cm. Additionally, an area of shell abrasion was observed on the edges of the tear on the posterior aspect. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).